Manufacturer narrative:
(B)(4). The valve was received for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected; the silicone housing was torn/cut around the siphon guard as well as biological debris inside the valve mechanism. The valve passed the test for programming, occlusion and magnets. The valve failed the test for leak, reflux and pressure due to the damaged silicone housing. The valve the valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the base plate, on the spring pillar, on the seat of ruby ball, on the ruby ball, and on the cam mechanism. No root cause could be determined for the occlusion issue reported by the customer, as no occlusion was noted during the investigation. The possible root cause for the occlusion issue noted by the customer was probably due to biological debris, at the time of investigation no occlusion issue was noted. The root cause for the damaged silicone housing is probably due to user error. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the pressure issue noted during the investigation is due to biological debris, the biological debris is stopping the ruby ball from sitting correctly on the seat of the ruby ball.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted via l-p shunt on (B)(6) 2019 for the treatment of snph (secondary normal pressure hydrocephalus). The initial setting was unknown. However, 6 weeks after implantation, valve obstruction was suspected, and no flow was observed by contrast agent. The patient was not experiencing any symptoms. The valve was replaced to a new valve and the lumbar catheter on (B)(6) 2020. At the revision, it was observed that the valve was broken, and the lumber catheter was tore and the piece of the lumber catheter could not be retrieved. Primary disease, subarachnoid hemorrhage. The patient is following-up now.